Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a gastrorenal shunt using ruby coils, a non-penumbra microcatheter and a non-penumbra catheter. It should be noted that the patient's anatomy was mildly tortuous. During the procedure, the physician successfully implanted two ruby coils and one pod packing coil (pod pc) into the target location. After aligning the next ruby coil introducer sheath to the microcatheter hub, the physician attempted to advance the coil into the microcatheter and reported that the coil was stuck in the hub. Several attempts were made to advance the ruby coil without success; therefore, the ruby coil was removed. The procedure was completed using a pod pc and the same microcatheter. There was no report of an adverse effect to the patient.